Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, an open clamp on an unused supply line was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis (pd) therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell four of five. The home patient (hp) was connected at the time of the alarm. The hp stated that they left a clamp open on an unused supply line. The technical service representative (tsr) advised the hp that all of the lines that are not being used for therapy need to be closed. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.